Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event and discharged on an unknown date. Treatment was not reported. At the time of this report, the patient had recovered from peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.